Manufacturer narrative:
D4 - model number and catalog number - correction. Manufacturer's investigation conclusion: the reported event of the heartmate mobile power unit (mpu) (serial number:(B)(6) being sent an incompatible power cable and missing the brazil compatible power cord was confirmed via submitted photos. Log files were not sent for review. Product was not returned for analysis. Submitted photos revealed an incompatible power cable with the mobile power unit. Provided information revealed the patient was able to use the mpu normally, and another cable was sent. The root cause of the reported event could not be conclusively determined through this evaluation. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped on 16nov2023. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The heartmate 3 patient handbook (rev. G) section 3, entitled ¿powering the system¿ provides instructions for how to properly connect the ac power cord to the mobile power unit. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a standard brazilian cable was sent that was incompatible with the equipment. A cable provided by the hospital was used.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on 05feb2025 that the cable was a mobile power unit (mpu) power cable. There was no reported damage to the mpu power cable. It was stated that the cable just wasn¿t sent for surgery. The patient was able to use the mpu normally, and another cable was sent.

Manufacturer narrative:
B5 narrative information: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.